Event description:
It was reported that "during the injection of deflux by the surgeon, the syringe (upper part, junction between the needle and the syringe) broke. The medical team did not keep the syringe involved in this incident. This incident had no medical consequences for the patient. The surgeon was not injured by this incident." Additional information received on october 28, 2025, indicated that "it is the plastic syringe junction that has become unsuitable, probably broken clean at the junction." Investigation results obtained on november 04, 2025, indicated that the issue reported has been classified as syringe's "broken tip."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. This complaint has been handled and closed as "broken tip" based on the provided complaint description. Lack of sample. Unable to verify the complaint in the absence of sample or picture. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause could not be determined. No further actions will be taken regarding this complaint. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.